Manufacturer narrative:
A getinge field service engineer fse was dispatched to the site to evaluate the unit. He states that device was tipped over during transport. Crm and safety disk were damaged. Replaced crm and safety disk. Performed a full function and calibration check. Could not find any issues with blood pressure connector port. Cleared device for use and returned to clinical service.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit has a pressure port issue. It is unknown about the patient involvement.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit has a pressure port issue.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.